Event description:
A nurse reports that during intraocular lens (iol) implant surgery, the iol started to fold after it was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol and a vitrectomy was done. Additional information has been requested.